Event description:
The device presents several digit segments defective, all over its display, disturbing the display's information visualization. No adverse event alleged. A request was made for the return of the device.